Event description:
It was reported that the pigtail of the stent was broken.

Manufacturer narrative:
Received 1 used inlay optima ureteral stent. Visual inspection noted that one of the pigtails had broken off from the stent. Further visual evaluation found that the stent was broken at the bladder end. The broken section presents stress marks; like the stent was stressed beyond its tensile capabilities. The stent dimensions were found to be within specification. The reported event was confirmed with the cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.